Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled;outcome of surgeon-modified fenestrated/branched stent-grafts for symptomatic complex aortic pathologies or contained rupture. Nikolaos tsilimparis, md, phd, febvs, franziska heidemann, md, fiona rohlffs, md, holger diener, md, sabine wipper, md, phd, e. Sebastian debus, md, phd, febvs, and tilo kölbel, md, phd https://doi.org/10.1177/1526602817729673. Exact date of death unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of complex abdominal and thoracoabdominal aortic pathologies involving the renal, superior mesenteric (sma), or celiac arteries. Indications for urgent treatment were symptomatic lesions or contained rupture or mycotic-ruptured aneurysm. The following adverse events were observed: death.